Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, initial inratio: (5.0), repeat inratio: (4.2). Time between testing was minutes. Patient's therapeutic range is 2.5-3.5. Customer's operational technique: customer has difficulty getting blood; customer milks the finger in the attempt to collect sufficient sample for the test.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (5.0, 4.2). Mean: 4.6, sd: 0.57, %cv 12.3, result: pass. Reported results produced cv less than 20%, which meets passing precision criteria and results are not considered discrepant within the context of documented variability for inr testing. Product performed as expected. No further investigation is necessary. User reported difficulty obtaining necessary sample volume to perform testing. User reported milking patient finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. This may be root cause. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. Customer's results are not considered discrepant within the context of documented variability for inr testing. Review of complaint revealed customer's improper operational technique. It may affect test accuracy. As reviewed on 05/31/2012, (B)(4). No corrective action required at this time as no product deficiency was established.